Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that the patient's wife reported that one of the patient's leads had perforated the heart. Further investigation found that the patient with this right atrial (ra) lead presented to the emergency room with chest paint where a tear in the heart was confirmed. A sternotomy was performed. Follow up x-ray imagery showed this lead remains in service. No additional adverse patient effects were reported.